Manufacturer narrative:
Additional information: d4 UDI #, d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection identified the power adapter connector (that attaches to the pump) was cracked with the prongs exposed. There was no damage observed to the power wiring harness on the pump. A good in-lab power adapter was able to be connected with no discrepancies and the pump functioned as designed. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause is a damaged power adapter connector. The power adapter would be replaced to resolve the issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord connected to the back of a novum iq syringe pump had broken off. This event occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.